Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of one complaint, regarding one device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that it is not advised to pull the anchor bag-alone tissue retrieval system by conmed containing a specimen through a trocar cannula. If required, enlarge the port site to aid removal of the anchor bag-alone tissue retrieval system by conmed. This issue will continue to be monitored through the complaint system to assure patient safety. Note: this report is being resubmitted following an unsuccessful submission attempt on 17aug21 due to a system error.

Event description:
The customer reported that the device, trs070, was being used during a laparoscopic cholecystectomy on approximately (B)(6) 2021 when it was reported we have had an issue in theatres with one of these retrieval bags. Whilst trying to remove the bag from a patients abdomen via the umbilical port during a laparoscopic cholecystectomy, the bag split. The result of then led to a gallstone falling back into the abdomen and the gallbladder histological specimen becoming at risk of being retained. On inspection of the bag, it seemed like the material had frayed then split. The procedure was reported as being completed with no delay and no injury, medical intervention, or hospitalization of the patient. Further assessment information was requested; however, to date we have not received an answer. There was no report of any component or fragment of the device coming loose or being retained in the patient and the specimen was removed as the reporter states the specimen was at risk of being retained, not that it was retained. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.